Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not open/close. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley was detached from its original position and loosely placed inside the housing. As a result, the snake wrist cable became loose. The jaws do not open and close properly upon testing. Additionally, the instrument was found to have loose snake wrist cable in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly and the wrist not to move correctly. This is caused by the dislodged back-end pulley.

Manufacturer narrative:
The probable root cause of customer reported issue jaws will not open or close and loose instrument snake wrist cable is attributed to dislodged instrument backend pulleys.

Event description:
Refer to h11 for follow-up information.